Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon ruptured in patient. There was no patient harm reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue. The stm began by verifying that alarms were recorded in the logs, then observed that the unit had blood in the pim and safety disk. Customer provided the stm with a new pim/safety disk to replace the contaminated one. Subsequently, stm performed a pm, a full calibration, and tested the unit. The equipment works to manufacture¿s specs, the iabp was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.